Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and further evaluation noted an anomalous component on the hybrid. The cause of the bvvi was due to an anomalous component on the hybrid.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy during exercise. The device was found to be in back up vvi mode. The device was explanted. The patient was in stable condition after the procedure.